Event description:
The customer states that incorrect pt results were generated using a cell-dyn 1800 analyzer and reported to a physician. The physician admitted the pt to the hospital. At the hospital the pt was redrawn and tested yielding different results (test method not provided). The physician had ordered IV fluids for hydration but it is not known if the pt received the IV fluids. No further impact to pt management was reported. See scanned table.

Manufacturer narrative:
Investigation summary: the customer reported incorrect pt results were generated on one sample. The instrument in use was a cell-dyn 1800. The original sample was a fingerstick. The pt was admitted to hosp due to the result but a redraw at the hosp indicated normal results. Discrepant results were generated for the hcb, hct and plt parameters. The pt was not transfused unnecessarily as a result of the original result. The customer technical advocate (cta) had the customer troubleshoot as follows:-verified pre-mix cup and rbc/wbc baths fill properly-syringes clean/ no bubbles/seated properly verified reagents are correct and no bubbles in reagent lines. Cta suggested customer run a precision with fresh normal blood and rerun qc. The customer called back, on 1/14/2008 to report the precision study cv% failed on multiple parameters (wbc =736[<=2.5]: hgb= 7.3 [<=1.2], rbc =7.3[<=1.2], mcv=0.8[<=1.0]. Precision study was run per the operators manual. Service was requested as the instrument was down. Customer observed that syringes, baths, reagents were fine-no change from the previous observations. A field service rep (fsr) visited on 1/14/2008. The impedance transducer had results out of range and was cleaned/flushed/decontaminated. A bubble was observed in the 100ul sample syringe and removed. Fsr found cv% were good after adjustment. All verifications passed and system was performing to specs. The event is addressed in the cell-dyn 1800 system operator's manual, 07h80-01, rev d section 3: principles of operation: parameter data flags: dispersional data alerts: p 3-25. Section 4: performance characteristics and specs: performance specs; precision: p 4-15, section 6: calibration procedures: calibration procedures: within-sample precision: page 6-14 section 9: service and maintenance: overview: p. 9-1.dispersional data alerts were present for wbc, hgb, hct and plt results. The cell-dyn system 1800 operator's manual, 07h80-01,rev d, recommends: a result that falls outside the laboratory action limit can also indicate the need for the operator to follow a lab protocol, such as repeating the sample, performing a smear review or notifying the physician. In cases where a cellular abnormality is present that alters cellular morphology to the extent that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result (p. 3-25). Precision info is provided on page 4-15, and 6-14. Section 9 overview for service and maintenance (page 9-1) states that overdue maintenance may be indicated by an increase in imprecision of the directly measured parameters (wbc, rbc, hgb, plt) conclusion: the cell-dyn 1800 analyzer was evaluated. Service discovered that the impedance transducer had results out of range and that a malfunction may have contributed to the event. Service resolved the issue by cleaning the transducer and removing bubble in a syringe. No further impact to pt management was reported. This is the final report. End of report.